Event description:
The account alleged, the pump is not working. He found bare wires on the left coiled cable.

Manufacturer narrative:
The account's maintenance replaced the left coiled cable to repair the bed.